Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited pp low alarm. The device was replaced with another aic and the procedure was successful. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The device was returned for evaluation. Console purge assembly was inspected, and it was observed that the blue purge disc retainer had snapped off the purge assembly. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.